Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The customer attempted to recover, but the drawer did not click or attempt to open. The recovery fault indicated failed to open. The field service engineer (fse) removed the back panel; light emitting diodes appeared normal for the drawer. The fse used the manual release lever to open the drawer, which opened successfully. The drawer was then closed, and the customer attempted recovery again, which now completed successfully. The fse removed the back of the drawer, reseated cables, inspected the latch sensor, and inspected the latch and block assembly; all appeared normal. The sensor connector on the pyxibus module controller was reseated. The hardware test application continued to run successfully. The customer was able to recover the drawer. All bus connections were checked, leds were verified, hta was run, and debris was removed. The task was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.